Event description:
Total left hip replacement conducted in 1999. 6/18/1999 surgeon removing hemovac drain from pt's left hip. Felt resistance while trying to remove. Tubing broke at drain hole site. 1999 pt scheduled for surgery to remove tip of tubing still in pt's left hip.